Event description:
It was reported that this implantable pacemaker entered in safety mode. This device was not implanted on a patient and it will be returned for evaluation. No patient involvement.

Event description:
It was reported that this implantable pacemaker entered in safety mode. This device was not implanted on a patient and it will be returned for evaluation. No patient involvement. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was still in the seal box. Review of the memory noted a data issue which put the device inappropriately into safety mode. The address of the data was identified and the device was reprogrammed in order to correct this data issue. After this the device passed all tests and was confirmed to be in primary operation. Laboratory analysis did not identify the cause for the memory corruption.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was still in the seal box. Review of the memory noted a data issue which put the device inappropriately into safety mode. The address of the data was identified and the device was reprogrammed in order to correct this data issue. After this the device passed all tests and was confirmed to be in primary operation. Laboratory analysis did not identify the cause for the memory corruption. Additional information was corrected from the following field: e3: occupation